Manufacturer narrative:
Investigation summary: a sample was received at the (B)(4) manufacturing plant for evaluation. A quality engineer performed a visual inspection and determined that the barrel flange was damaged verifying the failure mode. However, the root cause couldn't be determined at this time. There was no quality issues discovered during production of reported batch. A device history report was performed to determine if there were any issues found during production and no documented issues were discovered for the reported batch. Investigation conclusion: DHR/bhr review. There were no documented issues for the complaint of batch 6147675 during this production run. Investigation comments: all our inspections performed while manufacturing this batch were accepted. No rejections were documented. Update feb27, 2018. A sample was received. In came in the sealed packaging flow wrap. The barrel label confirms the lot#6147675. It has the plunger rod- rubber stopper, tip cap, saline solution. It has the barrel flange damaged. Product within specification? Root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no parts damaged documented. CAPA not required for this event. Investigation comments: all our inspections performed while manufacturing this batch were accepted. No rejections were documented. Root cause description: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections were accepted during the production of this batch. There were no parts damaged documented.

Event description:
It was reported that before use, a bd posiflush¿ normal saline syringe was found with the ¿flange damaged when customer opened the unit package.¿ there was no report of injury or medical intervention reported.